Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had broken black conductor wire. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire at yaw pulley. The instrument failed to electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage.